Event description:
It was reported that a malfunction occurred on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer was provided with pump reset information and was assisted in resetting the pump, but intended to call back later due to a lack of a charging cable. Upon follow-up technical support decided to send a replacement pump, ensuring it had updated software.